Manufacturer narrative:
(B)(4). The incident unit was received and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that during a hysteroscopy procedure, the patient started to convulse while the surgeon was resecting a polyp using a covidien forcetriad generator and non-covidien pencil. The surgeon immediately stopped activation of the device. A second attempt was made, but the patient reacted in the same manner. The surgeon then decided to abort the surgery. The patient had general anesthesia with deep sedation without intubation. The patient had no complications and was discharged from the hospital. The generator and the non-covidien rem pad were immediately inspected by the site¿s biomed and were found to have no issues.